Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. The broken piece is missing as a result of breakage. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the screw fell into the patient's anatomy and was retrieved.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the permanent cautery hook instrument's screw came out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.